Manufacturer narrative:
.

Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Manufacturer's investigation unit reports the visual inspection of the returned used transfer set showed a complete separation of the tubing from the luer connector. No glue could be detected. No adverse event reported. The device has been returned.